Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The collimator was replaced. The system is operating as intended.

Event description:
The customer reported that the slit diaphragm closed at times. No patient injury was reported.